Manufacturer narrative:
(B)(4). Concomitant medical products: persona femoral component size 9. Report source foreign: switzerland. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there was loosening around the implants and osteopenia is present. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Subsequently, on an unknown timeframe post-implantation, the patient presented to the clinic where osteolysis was revealed within the joint. The patient has not undergone any medical or surgical intervention due to the osteolysis. Due diligence is complete as multiple attempts have been made however it was reported that no further information is available.